Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the device image showed that a reset occurred on (B)(6) 2010. The cause of the power on reset was due to the use of external defibrillation. It is undetermined why the shocks failed to convert the patient's rhythm.

Event description:
It was reported that after induction, the device went into backup vvi. The device's shocks failed to convert the patient back to sinus after a fibrillation episode. The device was explanted and replaced.